Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose, high blood glucose and history anomaly. Customer's blood glucose level went as low as 50 mg/dl and as high as 550 mg/dl. Customer treated their low blood glucose with food and glucose tablets. Customer treated their high blood glucose via insulin pump. Troubleshooting for history anomaly was performed. Customer advised they received 7 units of insulin twice even though they entered to receive it only once. Customer performed the displacement test and passed. Customer completed the prime process successfully.